Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the surgeon noticed ¿oozy¿ bleeding, by his estimate he had approximately 25cc of blood loss. Post-op of the unknown procedure, the hct went from 40 to 30 to 27 to 25. The surgeon went back in (re-operated) two days post-op and noticed a hematoma (which he drained) that was approximately 500-1000 cc. It was unclear where the actual bleed occurred, but the device was used in area where bleeding was found. Per the surgeon ¿it was probably a short gastric and likely venous as it stopped on its own." Surgeon took patient back to surgery not because of ongoing bleed (which had stabilized and stopped) but to evacuate the hematoma away from staple line to avoid risk of secondary complication of a leak. Generator setting was 3/5 with mixture of min/max throughout case. Patient is recovering and was doing fine as of last contact 2 days ago.

Manufacturer narrative:
(B)(4). Surgeon reportedly used max button typically in procedures and the generator had the most recent software upgrade. Surgeon reported to rep it was impossible to determine the source of bleeding at re-operation.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. Where was the area of the bleed? Unclear where the actual bleed was. Per surgeon ¿it was probably a short gastric and likely venous as it stopped on its own. The clot was in the lesser sac area along the staple line and bordered laterally by the spleen and gastrocolic ligament. Impossible to know the exact source. He took patient back not because of ongoing bleed (which had stabilized and stopped) but to evacuate the hematoma away from staple line to avoid risk of secondary complication of a leak due to a theoretical infected hematoma as bacteria potentially in area due to transection of stomach. It was never infected. Patient is doing fine as of last contact 2 days ago.¿ was our device use in the area where the bleed was found? Yes. What was power setting? Generator was 3/5. Mixture of max and min throughout the case. Surgeon familiarity with device: surgeon very familiar with harmonic - specifically requests it for his cases. Does surgeon believe device caused deficiency? He is unsure. The rep reported the initial procedure was a sleeve gastrectomy and the surgeon did not think the harmonic device was performing to his liking with regards to sealing and coagulation during that initial procedure.